Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure using an xi system, the clinical sales representative (csr) called in on behalf of the operating room (or) team during an offsite to report errors on the right master tool manipulator (mtmr) of surgeon side console (ssc) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found errors 25521, 23031, and 23000, all of which indicated mtmr 2 errors. According to the logs, the user had already disabled mtmr 2. The procedure was completed as planned with no report of patient injury.